Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Customer changed infusion set and cartridge to address the issue. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.